Manufacturer narrative:
(B)(4). The reported complaint of misfire jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first staple appeared misaligned. The stapler was returned with 33 staples remaining in the cover block, indicating that at least 2 staples were fired by the customer. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure. The stapler was then fired into a simulated skin pad to simulate insertion into the skin. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. In total, all 33 staples were fired. Two staples fired did not form properly. Three staples required multiple attempts to fire. The sample was disassembled. Die casting anomalies on the forming tool and flash in the cover block were discovered. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. CAPA was opened by the manufacturing site to further investigate the issue of visistat 35r staplers failing to function properly. CAPA identified flash in the cover block as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "when the user attempted to fire a staple, it didn't come out from the stapler during a surgery. Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the user attempted to fire a staple, it didn't come out from the stapler during a surgery. Therefore, another unit was used to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported".